Event description:
A malfunction alarm was reported by the customer, identified with malfunction code malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, which successfully resolved the issue, and advised the customer to call back if the malfunction code recurred. The customer was able to continue using the pump without further complications.